Event description:
It was reported that during implant attempt, the helix would not extend. After 30 revolutions, the helix jumped out. At this point, the helix would not retract, until it "snapped back at once." The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: evaluation summary: the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, the proxi mal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in blood, visual summary analysis of the lead indicated damage at implant, and visual summary analysis of the lead indicated stretching; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).